Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit is fuzzy ad values unreadable. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported failure. The fse tested the unit overnight and no fault was found. The fse performed all functional and safety tests. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a.